Manufacturer narrative:
The battery charger was returned and evaluated at the distributor in accordance with zoll manufacturing recommendations. The reported problem (charger problem) has been confirmed. Upon investigation the battery charger was unable to power on. The cause for the failure was isolated to a defective power supply brick. The root cause for the defective power supply brick could not be positively identified. No adverse event resulted from the damaged charger.

Event description:
A us distributor reported that a patient had a battery charger problem.